Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
Pump received with no up button response due to corroded keypad traces. No unexpected numbers ramping during testing. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.